Manufacturer narrative:
The tall spine clamp was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, analysis found that the retainer ring had been pulled from the tip of the adjustment screw and was missing. The clamp was in otherwise good condition. This issue was documented in a hardware tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the tall spine clamp had been damaged. Two pieces had broken off while the scrub tech was opening the clamp all the way. There was no reported delay due to the issue, and there was no impact to patient.